Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was unable to manually prime. Customer stated that he disconnected and reconnected the reservoir and tubing at the connector but he could not get it to break the seal for insulin to go through. Customer was advised to disconnect, clean the top of the reservoir and reconnect but customer was still unable to prime. He was advised to change the reservoir; customer was able to push insulin through. Blood glucose value was 62 mg/dl. Reservoir would be replaced and returned for analysis.

Manufacturer narrative:
One opened and used reservoir was inspected and the reservoir, snap cap and septum were inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.